Event description:
I had a lower left abdominal hernia repair on (B)(6) 2010. A couple weeks after the surgery, my stomach bloated and pain returned. I was out of work for almost 2 years unexplained abdomen swollen and pain in the same place of my hernia repair. I complained about a mesh they used 2011 called atrium prolite's mesh. I got an email stating there was no recall. I need to know is there a recall now.